Event description:
A 24 hours post successful parasellar aneurysm stent assisted embolization; the patient had a left middle cerebral artery (mca) transient ischemic attack (tia). There was a thrombus formation; the location was not specified. The patient was given 80 mg of argatroban and ozagrel followed by angioplasty to resolve the thrombus. The patency of the vessel was restored and the patient recovered with no residual effect. The physician stated that there was no relationship between the reported tia and the device.

Manufacturer narrative:
(B)(4): the device was implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Transient ischemic attack and thrombosis are known and anticipated complication to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Twenty four (24) hours post successful parasellar aneurysm stent assisted embolization; the patient had a left middle cerebral artery (mca) transient ischemic attack (tia). There was a thrombus formation; the location was not specified. The patient was given 80 mg of argatroban and ozagrel followed by angioplasty to resolve the thrombus. The patency of the vessel was restored and the patient recovered with no residual effect. The physician stated that there was no relationship between the reported tia and the device.